Manufacturer narrative:
(B)(4).

Event description:
Received information from patient that she bent over and had felt a "bad pain in her back". Since then when she turns on her stimulator, she experiences vaginal bleeding. States when she turns off the stimulation, the bleeding stops. Also reports, she has never had therapeutic effect and that the device is very uncomfortable and she can't lay on it. Additional information has been requested and if received, a follow up report will be sent.